Event description:
Pt on IV antibiotics after discharge from hospital for pneumonia - pt trached/vented medically fragile child. Antibiotics to be given at home in IV cath /IV port in his chest by caregiver - tid - saline 10cc - antibiotics - heparin 5cc, saline 10cc (sash), pt began vomiting repeatedly - loose watery stools - profuse sweating - abd pain - pt has high b/p his b/p during these episodes was normal/low. He had red patches about his body & swollen eyelids - he was very sick for about 2 plus weeks. No tested - pt was readmitted to hospital -due to not knowing about the heparin recall, it was assumed he had severe case of the flu. Tube fed - new foods that we let him taste he has allergies to - cp spastic quad - trach/vented severe ever multi impaired. Dose or amount: 5ml; frequency tid x 10 days; route: IV cath. Dates of use: 2008. Diagnosis: on IV antibiotics tid via port for septicemia. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.